Event description:
It was reported that the patient developed progressive thinning of the skin around their implantable cardioverter defibrillator (ICD) pocket resulting in erosion and infection. The entire ICD system including the right atrial (ra) lead was explanted. The patient was in stable condition post procedure. Reference report: mw5183333. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".